Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported 'battery problems' which was reproduced during evaluation as the device intermittently powered off. Battery alert! Not charging and improper shutdown! Messages were verified through a review of the event history log. Visual inspection found two depressed battery contact pins which caused the reported condition. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced 'battery problems'. There was no patient involvement. No additional information is available.